Event description:
Information received by medtronic indicated that the insulin pump received alarm which was generated when a power system error or back up battery fails is detected and this error does not prevent the pump from running. Customer was able to clear the alarm and was able to rewind the pump. No harm requiring medical intervention was reported. Troubleshooting was performed; however, customer will continue the use of device.

Manufacturer narrative:
Customer returned pump for an alleged pump error 25 on (B)(6) 2021. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump passed the displacement test, sleep current measurement, self test and active current measurement. All currents within spec range. The pump was monitored for several hours and no unexpected power loss or pump error 25 alarm noted during testing. However, confirmed power error 25 in history file due to j6 connector resistance issue. Successfully downloaded history files and traces using thus software. The first power management tool confirmed unloaded vlith voltage and loaded vlith voltage is not within specs. After recycle the power, second power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. Cracked keypad overlay, scratched case and scratched lcd window noted. In summary, customer alleged pump error 25 confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.